Manufacturer narrative:
Corrected information: d4-lot # investigation: manufacturing and quality control data the progav® shuntsystem was manufactured by a qualified employee in january 2021. Deviations during assembly did not occur. The shunt system was sterilized by miethke and released for shipment after final inspection.the progav® valve has a normal pressure range of 0 to 20 cmh2o. The shuntsystem was inspected as article fv434-t. All parameters (opening pressure, reflux, leak-proof/integrity of housing, adjustability and brake function) have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Result an investigation was not possible because no sample was sent for investigation. On the basis of the product documentation, we can exclude the presence of a defect at the time of delivery of the progav® shuntsystem, since this documentation indicates that the valve is in perfect condition. It is possible that protein deposits inside the valve affect the function of the progav® valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. Likewise is possible that placing the progav messurement tool in a non-central position on the valve may result to adjustment difficulties. However, we cannot clarify the deviating measurement results conclusively, this would be required an examination of the valve.

Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
According to the complainant, a progav (#fv434-t) was no longer adjustable. No patient complications were reported as a result of the revision procedure. No patient data available.